Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed damaged top cover, rear panel pushed in and handle misaligned. Valve actuation test passed. System air leak test passed. As received treatment was performed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler encountered no discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having ongoing issues with draining slowly. A review of the patient¿s treatment records identified that the patient drained 4114 ml during drain 3 of the treatment. This drain volume is 206% the patient's prescribed fill volume of 2000 ml. The patient did not do a manual exchange. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having ongoing issues with draining slowly. A review of the patient¿s treatment records identified that the patient drained 4114 ml during drain 3 of the treatment. This drain volume is 206% the patient's prescribed fill volume of 2000 ml. The patient did not do a manual exchange. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. Additional information requested but has not been obtained.